Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the pump lost power. The battery compartment was allegedly cracked, and moisture/corrosion was visible in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 07/08/2014-device evaluation: the pump has been returned and evaluated by product analysis on 06/30/2014 with the following findings:a review of the pump black box data revealed an unexplained pump reboot. During a visual inspection of the pump, the battery compartment was observed to be cracked. Evidence of moisture ingress was also found inside the battery compartment. The battery cap did not secure properly to the pump; however, the pump did power on properly. The pump was exercised for 24 hours with no power interruptions or call service alarms observed. A leak test was performed and confirmed a leak at the battery compartment crack. The pump case was removed and no additional evidence of moisture ingress was found.